Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument wrist was bending when the surgeon was not controlling it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeons head was in the surgeon console¿s high resolution stereo viewer. At that moment the surgeon was not moving the instrument. The surgeon stated it moved on its own. There was no injury to the patient. The instrument was not attached to anything when the issue occurred. There were no photographs available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the proximal end. A visual inspection of the backend found no evidence of a cracked/broken clamping pulley, input disk, or input shaft that would have caused the loose cable. Additionally, the instrument was placed and driven on an in-house system. The instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed.